Event description:
It was reported that the intracavity model 3d9-3v transducer was leaking fluid from the tip of the probe dome. The probe was associated with the affiniti 70 ultrasound system at the customer¿s site. No patient or user was harmed as a result of the issue. In response to the issue, the customer received a replacement transducer. The biomed confirmed that the new replacement transaction is working to factory specifications and the ultrasound system is back in clinical use. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Philips initiated an investigation to identify the cause of the reported issue. However, the investigation could not be performed as the transducer could not be obtained from the customer. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The system has been returned to service, and no similar issues have been reported.